Event description:
A malfunction was reported by the caller, which occurred after the pump had discharged completely and displayed a malfunction code upon being plugged back in. The weather conditions the pump was exposed to outside were very cold. There was no adverse impact on the customer's blood glucose level. The customer did not previously report or reset the pump for this malfunction, and the reset did not resolve the issue when attempted with assistance from technical support. Consequently, technical support arranged for a replacement pump to be sent to the customer. The customer will use multiple daily injections (mdi) as a backup therapy and acknowledged the instructions provided for returning the faulty pump and programming the replacement pump.